Event description:
A patient underwent a mako total hip on (B)(6) 2011. The patient dislocated her hip. On (B)(6) 2011 the surgeon extracted the 36 mm neutral liner and implanted an elevated 4 mm 36 mm neutral liner.

Manufacturer narrative:
An investigation was initiated, and is on-going.